Event description:
Vital port catheter fractured, while in use, and approx 4 inches migrated to the superior vena cava, right atrium and rt. Ventricle. Catheter had been in place since 1/19/96.

Manufacturer narrative:
The vital-port was returned for co eval and analysis. The catheter had apparently fractured. Analysis: the port was returned with the proximal segment of the catheter attached to the port housing, but without the silicone sleeve of the catheter lock. The catheter segment extended approx 2.2 inches from the base of the port housing. The distal end of the catheter segment was visually examined to determine the cause of the fracture. The fracture surface was elliptical and appeared to be typical of the due to compressive fatigue (repeated application of an external force). The cross-section of the fractured tip measured approx 0.10 inch x 0.14 inch. The residual deformation indicates that the pinching force on the catheter was quite high. Conclusion: the most credible cause of the fracture is that the catheter was pinched repeatedly between two rigid structures in the body.